Manufacturer narrative:
The insulin pump had intermittent buttons response due to flattened act buttons dome switch. No unlocked lcd keypad connector noted. The device was received with an alarm during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to alarm. The device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address label, stained serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump alarmed motion sensor test failure. Customer cannot recall the blood glucose reading. The insulin pump got stuck in the menu. There was no further detail given. Insulin pump will be returning for analysis.